Event description:
It was reported that when using the bd pyxis¿ medstation¿ es antivirus protection got expired and the user was not able to access the medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 15-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had a message stating that the antivirus protection was expiring and customer could not access the station. A technical support specialist (tss) identified that the medapplication was displaying oversized trademark icons under the carefusion application (cfnapp) profile, after switching to carfusion admin (cfnadmin). Further the tss applied knowledge article (ka) medstation es splash screen trademark icons are huge, repaired the pyxis software, and rebooted the station, restoring the correct icon size. The stations database was then reviewed and found to be excessively large at 9410.56mb, which the tss reduced to 7834.51mb by shrinking the db and logs. Outdated carefusion rss components were uninstalled and replaced with rss agent 4.12 and component manager 5.30.0.4, followed by a successful re registration and reboot. When an ¿eset license expired¿ alert persisted despite applying kas, reinstalling connectivity packages, removing the firewall, installing windows updates, and performing connectivity tests, the issue was escalated to dst. A dst specialist manually uninstalled and reinstalled eset with the correct license, after which the station updated successfully and achieved full compliance. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es antivirus protection got expired and the user was not able to access the medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.